Event description:
It was reported that during a da vinci-assisted surgical procedure, the wrist of the monopolar curved scissors (mcs) instrument was failing to operate/rotate appropriate. The mcs was unusable. The procedure was completed with no report of patient harm, adverse outcome or injury and with a delay of less than 15 minutes. No fragment fell into the patient. Intuitive surgical, inc. (Isi followed up with the initial reporter and obtained the following additional information: it was reported that the instrument was not static but the surgeon reported that it was moving inappropriately and the instrument did not move as directed. There was delay experienced between surgeon movement and the movement at the endo-wrist and it did not follow the direction expected at times. It was confirmed that the device was inspected prior to use and there was nothing out of the ordinary to note. The procedure was completed using a replacement mcs.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has requested the site to return the da vinci product involved in this complaint to perform failure analysis. At the time of this report, the product has not been received. A follow-up MDR will be submitted if additional information is obtained.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The monopolar curved scissors (mcs) instrument was analyzed and failure analysis investigations did not replicate nor confirm the customer-reported complaint. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with a full range of motion in all directions. The instrument passed the bumper test and the electrical continuity test. The instrument passed energy delivery testing in various grip orientations. The instrument blades opened and closed several times with problems in the damaged area. The cut test was done three times and failed each time. Additionally, the instrument was found to have blade damage at the tip of the blade. One of the blade edges was indented. The blade indentation did cause the cut test failure. The cutting edge did not exhibit any signs of corrosion that would have contributed to the blade damage.

Event description:
Refer to h10/h11 for follow-up information.